Event description:
A ventilator was returned to a third-party service center for evaluation of error codes . There was no allegation of device malfunction. The device was not in patient use. No harm or injury was reported during the evaluation of the device at the manufacturer's service center. Error codes noted in the download error log were non-critical. The device failed a test step during testing. The device's active exhalation control module required replacement to address the issue. However, no repairs were completed because the customer requested the device be returned unrepaired. Additional findings not related to the malfunction/issue include having to recharge the internal battery because it was depleted on return, the device handle, o-rings and front enclosure overlay require replacement due to cosmetic damage. No visible foam particles were visualized.